Event description:
Additional information: there was no issue with the apical cuff. The apical cuff was not available at the time of registration.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event was reportedly related to customer registration documentation only. There were no reported device issues associated with the event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. Although there were no reported device issues associated with the event, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G, are currently available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the apical cuff was under investigation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.